Event description:
It was reported, the pt has experienced incontinence for the past month. A neurological evaluation revealed no abnormal findings. Allegedly, the physician believed the incontinence was caused by the scs system. The pt reported, the issue stopped when stimulation was turned off for a few days and recurred when stimulation was turned back on. Follow-up identified no system issues were noted during diagnostic testing but the pt was still experiencing incontinence. The physician plans to conduct a CT myelogram of the bladder. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.